Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Bench and environmental stress testing were performed and no sources of high current were found in the hybrid. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up when the device was unable to be interrogated due to premature battery depletion. The device was subsequently explanted. There were no patient complications.